Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) ECG not reading. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue. The fse then performed unit checkout. The unit passed all functional and safety tests. The unit was then cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) ECG not reading.